Manufacturer narrative:
Pump received with broken cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir compartment was chipped off and the chunk was missing from reservoir compartment. The customer¿s blood glucose level was 132 mg/dl. Troubleshooting was performed for damage and noticed the reservoir did lock in place but she thinks eventually it did not lock in place. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.